Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was yet unable to be obtained.

Event description:
It was reported that the patient had a recurrence of atrial fibrillation after the procedure. Three days after a pulse field ablation (pfa) procedure using a farawave catheter the patient had a recurrence of atrial fibrillation. The patient presented to the emergency department. It was not disclosed whether any medical intervention was performed. The patient condition was not provided. The device status was not informed.